Event description:
Sensor #(B)(4): (B)(6) 2011 1557, check band alarm. Band checked out ok. (B)(6) 2011 1605, check band alarmed. Band appears ok. (B)(6) 2011 1608, check band alarm again. No apparent problem with band or sensor. (B)(6) 2011 1121, check band alarm. No apparent issue. (B)(6) 2011 1133, check band alarming. Rechecked. (B)(6) 2011 1139, band alarming again. (B)(6) 2011 1153, check band alarm alarming despite no apparent issue with band. Patient discharged.